Event description:
The unit was returned for service based on the fact that it was "dropped" by the caregiver. No specific malfunction was identified by the customer. During the repair evaluation it was discovered that the audible alarm was not functioning. There was no pt involvement or reported pt harm. The unit has been forwarded to engineering for root cause analysis of the alarm failure.